Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: unk. According to the rptr: during preparation for surgery, when the balloon was inflated, a crack was made, then the balloon was deflated. Not used for patient. Used other device. No patient injury was reported.